Event description:
The manufacturer received information alleging a ventilator had a charging issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's detachable battery cable had evidence of thermal damage contained to the connector. The device's detachable battery cable was replaced to address the issue.